Event description:
The pt is a 9 year old boy with congenital hydrocephalus secondary to intracerebral hemorrhage and premature birth, dependent upon a ventriculoperitoneal shunt. In 1995 and in 1998, the pt underwent surgical shunt revision due to fracture of the peritoneal catheter below the valve connector site.